Event description:
During a shoulder arthroscopy and repair,the doctor was using a non-disposable hook instrument to pull a suture through the patient's tissue when the tip of the instrument broke off inside the shoulder. The tip was retrieved by the doctor without any other trouble.